Manufacturer narrative:
E1- (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the most probable root cause of the malfunction was not identified as no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image blackout. The event had occurred during reprocessing. There were no reports of patient involvement.